Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. Insulin pump had moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported she pressed the button and when she let go it kept ramping up. Customer reported the device was submerged in the bathtub and it had cracks. Customer's blood glucose was 87 mg/dl. Customer reported her daughter put the device in the tub, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.